Event description:
When the pt was having the meal, she heard the breaking sound and felt uncomfortable and then visited the hospital on the (B)(6) 2010. It was found that the plate was broken. The doctor removed them. Pt was healed already. The doctor mentioned that the plate might have been broken by the load.

Manufacturer narrative:
Dimensions that could be taken were found to be incompliance with specifications and the tolerances of the technical drawing. The plate was made of commercially pure titanium (ticp). The examination of the raw-material inspection sheet and the mfg papers showed that the chemical composition, microstructure and mechanical properties of the implant are in compliance with specifications and international standards so 5832-2 and astm f67 for unalloyed titanium. The breakage occurred through the narrow center. After breaking the plate fragments rubbed against each other causing some destruction (abraded areas) to the fracture surface. When examining the fracture surface by scanning electron microscopy (sem), the initial fracture area and the fracture behavior could be identified. The crack initiation started at the upper side of the plate and runs through the material. A pattern of ripples or fatigue striations was observed in the crack propagation zone and almost over the entire fracture surface. Each striation represents the successive positive of an advancing crack front. The presence of these striations is a clear indication of a fatigue process. Sem observations and findings led to the conclusion that the plate failed because of material fatigue and overload. Based on the topography of the fracture surfaces, it can be concluded that the investigated plate failed because of dynamic bending and overloads which finally led to the fatigue failure. A failure resulting from either a material defect or the mfg process can be excluded.